Event description:
On (B)(6) 2013, during a surgical procedure, the quick coupling for k wire would not hold the pin. A spare device was used to complete the procedure with no further problem and no harm to the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A manufacturing and/or product investigation could not be performed as no product was received. A review of the device history record revealed no complaint related anomalies.